Manufacturer narrative:
Date sent: 07/20/2007. Evaluation summary: the handpiece was returned with a loose mount. However, it was tested on a generator and no error code 3 was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to a laparoscopic supracervical hysterectomy procedure that after assembly, generator testing produced a handpiece error. Another instrument was used to complete the procedure with no pt consequence.